Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was 45 mg/dl. Customer mentioned the endocrinologist had programmed the device prior to the low blood glucose event. Customer was advised to monitor the blood glucose and to contact her doctor. Customer will not be returning the device for analysis.